Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 369 mg/dl, 50 mg/dl, 87 mg/dl, 62 mg/dl, and 236 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self-treat with peanut butter and crackers and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.